Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated the reported failure to adhere or bond to the leaflets (partial clip movement) appears to be related to patient morphology/pathology due to fragile posterior leaflet. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed as a portion of the posterior leaflet detached from the mitraclip after deployment. It was reported that this was a mitraclip procedure treating functional mitral regurgitation (mr) grade 3-4. The patient presented with a fragile posterior medial leaflet. The first clip delivery system was advanced to the mitral valve and grasped the central anterior 2 (a2) and posterior 2 (p2) leaflets without reported issue. Leaflet assessment was satisfactory; clip assessment showed sufficient leaflet insertion. This mitraclip was deployed. After approximately 5 minutes, per echocardiogram, a portion of the posterior medial leaflet (pml) had detached from the clip while some of the same pml and the anterior leaflet remained attached in the clip. A previously planned second mitraclip was implanted lateral to the first without issues. The mr was reduced to grade 1-2. There was no adverse patient effect or clinically significant delay. There was no additional information provided regarding this device issue.